Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) dials were not working. It was indicated that the encoder assembly was not working as it was not connected to the main printed circuit board (pcb). It was also indicated that display and battery wires were pinched, and that the keypad flex was creased. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) dials were not working. The epg was returned for service. There was no patient involvement.